Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: medical device problem code: 3191 appropriate term/code not available for pairing.

Event description:
It was reported that "pair a new sensor" or "enter a new code" issue occurred the day the sensor was inserted into the arm. On (B)(6) 2024, the patient inserted a new sensor and stated that her phone would not accept the sensor code. The patient reported her phone continued to state, "pair a new sensor" or "enter a new code". The patient's tandem insulin pump did accept the code, yet did not provide the patient with any continuous glucose monitor (cgm) readings on her pump. The patient attempted to re-pair the device throughout the day without any success. Eventually, the patient inserted a new sensor and attempted to wait for the 2-hour initialization to complete, however, the patient began vomiting and was feeling fatigued. The patient did test her blood glucose (bg) meter reading at this time, and it was high mgdl. She was still not receiving any cgm readings. Therefore, around midnight on 07/05/2024, the patient was brought to the emergency room (ER) by her cousin. At the ER, the patient¿s bg meter reading was 513 mgdl. The patient was treated with intravenous (IV) insulin and IV fluids. The patient was discharged from the hospital later the same day, on (B)(6) 2024. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined post investigation. The patient was in good condition at the time of report. No additional patient or event information is available.